Event description:
It was reported that the 8100 had rate accuracy off and did not calibrate during preventative maintenance testing. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device 8100 had rate accuracy off and did not calibrate during preventative maintenance testing was not identified during the customer call. Tech support recommended to replace the rate calibration set (8100-rcs) as the initial troubleshooting step. Advised that if replacing the rate calibration set does not resolve the issue, the next recommended action is to replace the pump mechanism assembly (bezel assembly). Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.